Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 500 mcg/ml at 79.89 mcg/day (lot number unknown) via an implanted pump for intractable spasticity and other spasticity. A flipped pump was suspected on (B)(6) 2016. The reporter was imaging a pump to see if it was flipped but they were having difficulty determining the orientation of the pump. The ap view looked like a lateral view. It was noted based on the images provided it was unclear if the pump was flipped. The reporter would discuss with the healthcare provider (hcp) the option of trying to get a better picture. Additional information was received from the rep indicated 07/06/2016 was the first refill after the pump replacement in (B)(6). The hcp had a difficult time trying to fill the pump. The pump was very lateral in the abdomen and was very difficult for the hcp to palpate the edges. The patient was a larger patient and hcp was very experienced and had not had this problem before. They were still unable to ascertain if the pump was flipped but either way the pump needed to be re-positioned because of where it was located and their inability to fill the pump. The patient was being sent to a neurosurgical consult on (B)(6) 2016 and the reporter would update once she was alerted to the surgery schedule. The patient did not experience any symptoms related to the suspected pump flip and refill difficulty. Troubleshooting/diagnostics included x-ray and it was difficult to interpret x-rays. The patient saw the neurosurgeon on (B)(6) 2016 and a pocket revision was scheduled for (B)(6) 2016. The cause of the event was unknown and the event had not yet been resolved. Additional information was received on 07/14/2016 from the rep and compatibility guidelines were required for catheter and repair kits for the pump revision. The patient was very robust and the pump moved to the side so they were moving it back to the abdomen. It was further clarified the patient¿s pump could not be refilled in the clinic by the hcp. The x-ray was inconclusive as to whether the pump was flipped or not. The patient was close to refill date so sent to the doctor. He opened the pocket and pump was not flipped and sutures were secure. It was observed the pump was implanted too deeply. Against recommendation to move closer to skin the physician only refilled the patients¿ pump and closed the incision. The managing physician¿s assistant (pa) was present and aware of the situation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.